Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was conforming with regard to staples feeding, firing, and forming. The instrument was examined, found to be functional and properly fired and formed the remaining 14 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Co reviews each incident as it occurs in an effort to continuously improve product and process.